Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that "it has been getting harder and harder to remove and insert a cartridge." Reportedly, excessive force is needed to install cartridges, and attempted removal of cartridges results in "jams," though no cartridge alerts or alarms were identified in pump history. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 150 mg/dl.